Manufacturer narrative:
(B)(4).

Event description:
At the pump refill, the actual residual volume (28 ml) was greater than the expected residual volume (2 ml). There were no pump alarms. The programming was reported to be correct. It was noted that the patient had been seen 3 times during the refill cycle for dosing increases. Additional information has been requested, a follow-up report will be sent if additional information becomes available.